Event description:
A patient presented to hospital with a recent non-st elevated myocardial infarction (nstemi) and acute coronary syndrome (acs). It was intended to use one resolute onyx coronary drug eluting stent to treat a severely calcified, mildly tortuous angulated lesion with 70% stenosis, in the proximal left circumflex. There was 100% chronic total occlusion (cto) of the obtuse marginal (om1) artery. There was no damage noted to the packaging. There was issues noted when removing the device from the hoop/tray. It was reported that some kinks and fractured struts were noted during removal of the device from the protective packaging. This device was not used in the patient. Another resolute onyx of the same size was instead delivered to the lesion. It was detailed that two guide catheters (3.0 and 3.5) failed to engage by radial and femoral approaches. A 6f 3.5 guide catheter was then used, however, two non-medtronic (mdt) wires failed to cross the cto. A different non-mdt guidewire, assisted by a non-mdt microcatheter, crossed the cto the the distal om1. The lesion was pre-dilated first with a 0.75 x 10 mm non-mdt balloon which crossed the lesion with extreme difficulty and was deployed up to 16 atm. Then the lesion was further pre-dilated with a 1.2 x 15mm non-mdt balloon up to 20 atm, and a 2.25 x 15mm non-mdt balloon up to 20 atm. A non-mdt buddy wire crossed to the distal om1 to help stent delivery. It was then reported that the replacement 2.75 x 34 mm resolute onyx stent was implanted with extension difficulty, and deployed up to 16 atm for 30 seconds. There was difficulty deploying the stent. Final control angiography revealed excellent final result with timi iii flow. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. Negative prep was performed with no issues noted. Resistance was noted when advancing the device to the lesion. Excessive force was not used. Inflation difficulties occurred at 16 atm. The stent did not require to be post-dilated with another balloon. The same inflation device was used successfully with other devices. No intervention was required. Lot number provided. Annex d codes. Image analysis: images confirm the presence of a cto in the om1, with diffuse disease in the vessel once the occlusion was treated with wire delivery and ballooning. The vessel was treated with ballooning followed by successful stent deployment. Although the procedural wire could be seen meeting resistance (looping of wire) earlier in the treatment, the difficulties reported to have been experienced with delivery and deployment of the resolute onyx stent could not be confirmed from the images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.